Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: (B)(6). It was reported that there was over-drainage.

Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the progav valve is permeable. Adjustment test the progav valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav valve is not operating within acceptable tolerances. Results first, we performed a visual inspection of the progav valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability and opening pressure of the valve, as well as the brake functionality and brake force. The progav valve was permeable but could not be adjusted to all settings. The opening pressure of the progav was significantly lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the progav valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.